Manufacturer narrative:
Unit received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify lost sensor alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that the insulin pump was not communicating with the transmitter. The customer's blood glucose was 135 mg/dl. The insulin pump had lost sensor alarm. The troubleshooting was performed. The insulin pump will not and sensor will be returned for analysis.